Manufacturer narrative:
Integra has completed their internal investigation on february 28, 2017. The investigation included: methods: evaluation of actual device, review of device history records, review of complaints history. Results: evaluation of returned device; no external damage: no traces of cut or impacts on the cable have been noted. A conductivity test has been carried and no issues were found but some electrical leaks could exist. Lot and manufacturing date unknown. DHR review; unable to review the applicable DHR as the lot no. Was unavailable. Complaints history; no highlighted issue - no adverse trend. Conclusion: no highlighted issue.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Report 4 of 4 - other mfg report #: 2523190-2017-00021, 2523190-2017-00022, 2523190-2017-00023. It was reported that the jaws did not coagulate and the sheath was very hot and there is a high risk of burn for the patient and user. The product was in contact with the patient however, no patient injury was reported.